Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 was not detected on bus and unrecoverable in app and drawer not showing up in hardware test application. The field service engineer replaced drawer 6.2 board and t board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the bdpyxis medstation es system cubie 6-1 and 6-2 fails often. It does recover only to fail again. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 not detected on bus due to defective controller board. The field service engineer replaced t board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had multiple drawer failures and did recover only to fail again. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.